Manufacturer narrative:
Unable to confirm the failure since the device involved in the incident was not returned for evaluation. The pocedure was completed as planned and the doctor reported the patient would be fine. Device not returned for evaluation.

Event description:
At the closure of the surgical procedure the surgeon noted that the descemet's membrane was torn. The surgeon alleged the silicone I/a tip caused the tear.